Event description:
The customer reported that the system displayed a filament error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep reconnected the anode and cathode connectors of the high voltage cable to the correct location. The system was tested and found to be working as intended and put back in service.